Manufacturer narrative:
The customer¿s experience with failing display boards was confirmed was confirmed on the 29 returned display boards. Risk assessment dir: 10000285368 notes dim segment issue associated to faulty component of the seven segment display. A supplier product change notification (pcn-2524) was issued to improve the manufacturing process. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported 29 failed display boards. The technicians are doing pm¿s daily and finding them frequently .there was no report of patient involvement.